Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly and down arrow button was unresponsive. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated block mode was inactive. Customer was unable to access menu screen. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Customer complained on (B)(6), 2022 the buttons are not functioning properly. Device passed self test and displacement test. The p-cap/reservoir does lock properly. All buttons function properly. Unit successfully downloaded to thus. No stuck button error alarms noted during testing. Unit passed the keypad voltage test. The j1 connector on pcb1 was locked properly during visual inspection and no moisture on keypad traces. Device was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, motor, and force sensor. The following were noted during visual inspection: cracked case behind the device at the battery compartment, cracked battery tube threads, serial number label stained, serial number label fading, and pillowing keypad overlay. Device passed all required testing and functions properly. Intermittent response from all buttons in keypad not confirmed. Moisture damage found on electrical board, motor, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.